Manufacturer narrative:
Reported event: mics was not working, had to replace before reaming, later in the case inline offset impactor stuck in ee after impaction. Tha procedure delayed a few minutes to open up another mics; otherwise, no further delay for the stuck impactor. Surgical delay was about 5 minutes. Device evaluation and results: visual inspection- visual inspection shows that the 202857 dowel pin is missing from the side next to the serial number. See attachments for images of the instrument. Dimensional inspection- dimensional inspection was not completed . Functional inspection- functional inspection shows the device functions as expected and is able to accept a known to be good 209830 rio shell impact-offset trident pst, but it is missing the dowel pin stated above. Material analysis- material analysis was completed as part of the root cause investigation of CAPA (B)(4). Device history review: review of the product history records indicate 20 devices were manufactured under lot no 19060214 and accepted into final stock on 06/26/2014 . No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n (B)(4), lot number 19060214 shows 05 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: alleged failure confirmed. See attached image. Root cause can not be determined. Corrective action/preventive action: CAPA (B)(4) was initiated based on other complaints reporting this issue.

Event description:
Mics was not working, had to replace before reaming, later in the case inline offset impactor stuck in ee after impaction. Tha procedure delayed a few minutes to open up another mics; otherwise, no further delay for the stuck impactor. Surgical delay was about 5 minutes. Per the investigation, a pin was missing from the hip ee.

Manufacturer narrative:
Follow-up #1 and final report submitted to update manufacturer name, city and state, MFR site, PMA/510k, if follow-up, what type and device evaluated by MFR based on the results of investigation. Reported event: mics was not working, had to replace before reaming, later in the case inline offset impactor stuck in ee after impaction. Tha procedure delayed a few minutes to open up another mics; otherwise, no further delay for the stuck impactor. Surgical delay was about 5 minutes. Device evaluation and results: visual inspection shows that the 202857 dowel pin is missing from the side next to the serial number. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed . Functional inspection: functional inspection shows the device functions as expected and is able to accept a known to be good 209830 rio shell impact-offset trident pst, but it is missing the dowel pin stated above. Material analysis: material analysis was completed as part of the root cause investigation of CAPA: 1450905. Device history review: review of the product history records indicate 20 devices were manufactured under lot no: 19060214 and accepted into final stock on 06/26/2014 . No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 206967, lot number: 19060214 shows 05 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: alleged failure confirmed. See attached image. Root cause can not be determined. Corrective action/preventive action: CAPA: 1450905 was initiated based on other complaints reporting this issue.

Event description:
Mics was not working, had to replace before reaming, later in the case inline offset impactor stuck in ee after impaction. Tha procedure delayed a few minutes to open up another mics; otherwise, no further delay for the stuck impactor. Surgical delay was about 5 minutes. Per the investigation, a pin was missing from the hip ee.